Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the color of the tracheal and bronchial tube at the proximal side is inverted. No patient injury was reported. Patient's current condition is unknown.